Manufacturer narrative:
Patient's weight was given as a range: (B)(6) pounds. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the sudden tingling was that the batteries were very low and the ins was not working as well, so their doctor suggested reprogramming the device from 4.8 to 4.9 until the batteries could be replaced. After replacement, the devices were reset to 4.9. The patient was told to contact the manufacturer¿s representative if they had any tingling in their whole body or fingers. The patient contacted their physician where they were told to lower the stimulation down to 4.8. The patient reported the tingling issues were resolved. They noted that this happened some time ago (several days after the batteries were replaced on (B)(6) 2017). There were no further complications reported or anticipated.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-23142 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient recently had their neurostimulator's replaced and was told to tell their manufacturing representative if they had any tingling in his fingers which he said he hasn't had until the day of the call. The patient is having tingling in his left fingers. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated.